Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the control solution results were below the expected control solution range. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall when the alleged inaccuracy began. At an unspecified date/time, the patient obtained readings of ¿125, 126 (102-138 mg/dl)¿ with the one touch control solution. It is not known what medication, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient claimed, at an unspecified time before the alleged issue occurred, he developed symptoms of ¿drowsiness and nausea¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test but it did not fall within the control solution range printed on the vial of test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.